Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that, after the wound closure of the implant procedure of this right ventricular lead, noise and oversensing was observed. It was decided to reopen the wound and reconnect the lead, while manipulating the system the problem was resolved. The procedure ended and this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing an analysis of technical services regarding the case. It was determined that the reason that the issue was resolved after manipulation of the system was due to air entrapment on the header. No further actions are needed.

Event description:
It was reported that, after the wound closure of the implant procedure of this right ventricular lead, noise and oversensing was observed. It was decided to reopen the wound and reconnect the lead, while manipulating the system the problem was resolved. The procedure ended and this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing an analysis of technical services regarding the case. It was determined that the reason that the issue was resolved after manipulation of the system was due to air entrapment on the header. No further actions are needed.